Manufacturer narrative:
The lens was not returned for evaluation. Visual inspection showed that the lens case was opened and contained no lens. Further examination also showed no lens contained in the daisy wheel of the lens case or in the box. Testing could not be performed, since the lens was not returned. The customer's reported event could not be confirmed. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was scratched. Attempts were made to gather additional information; however, a response was not received. No additional information was provided to abbott medical optics.